Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient had experienced an unspecified injury, and the mesh was explanted on (B)(6) 2019. Moreover, the patient had several appointments and revisions related to the mesh on (B)(6) 2020, (B)(6) 2021.